Event description:
It was reported that there was a rapid increase in superior vena cava (svc) and right ventricular (rv) lead impedance on the remote monitor transmission. The high impedance was found to be isolated to the svc coil during testing and there was an apparent lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2011; 4968 implantable pacing lead implanted: (B)(6) 2011; 6996 implantable tachy lead implanted (B)(6) 2011.

Event description:
It was reported that there was a rapid increase in superior vena cava (svc) and right ventricular (rv) lead impedance on the remote monitor transmission. The high impedance was found to be isolated to the svc coil during testing and there was an apparent lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned in segments, analyzed and no anomalies were found. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range.